Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer states they have had also had several high blood glucose levels and have only been on the pump for a month. The customer's blood glucose level at the time of incident was between 340mg/dl and 420mg/dl. The customer was advised to conduct a set change. The customer declined to return set and or reservoir for analysis. The customer was advised to monitor the device and call back as soon as the issues arise.